Event description:
Written report received from baxter for leakage at the "flow restrictor connection to pt" occurring during pt use. The report states "the pt was receiving the continuous infusion as usually, but they noticed as the solution was coming out from the device and their clothes and skin got wet. There is no pt impact." Confirmation received from baxter that there was no pt impact or medical intervention required as a result of the reported event. Contents of the device reported as "5 fluoracilo 5.900 mg" in ns for a total fill volume of 195ml.